Event description:
It was reported that a metal core was exposed when removing injector from protector with a bd phaseal¿ injector luer lock n35j. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: a metal core was exposed when removing an injector from the protector during preparation of endoxan. Two incidents occurred. P50j was also collected as the reference sample.

Manufacturer narrative:
H.6. Investigation: two injector samples along with two protectors connected to a vial were provided to our quality team for investigation. Upon visually inspecting the product, the injector needle is observed to be exposed and damage is noted on the tip of the blue safety sleeve. There was no defects identified on either of the protectors. Product is visually and functionally tested throughout the manufacturing process to ensure the quality and functionality of the device. A device history review was performed for lot 1907104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based upon the quality teams investigation and since no incident has been found during the manufacturing process related to this defect, we are not able to identify a root cause related to our manufacturing process at this time. The injector must be attached to the mating components with the proper orientation for successful engagement of the devices. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a metal core was exposed when removing injector from protector with a bd phaseal¿ injector luer lock n35j. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: a metal core was exposed when removing an injector from the protector during preparation of endoxan. Two incidents occurred. P50j was also collected as the reference sample.